Manufacturer narrative:
A review of the images from m01332: batch 22641 (r725 and 221612) tested on wednesday, may 4, 2016 11:47, sample w14795 krohne 753794, all 3 cells were negative, cell 2 was visually weakly positive, cell 2 is e positive, controls worked as expected. Technical communication cc 09-042-02 states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal. Customer was advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
On (B)(6) 2016, a customer reported unexpected negative reactions on the 3_cell assay on the galileo echo during correlation studies.